Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated due to corrected information: b.5. Describe event or problem: it was reported with the use of the bd nexiva¿ diffusics¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention. D.1. Medical device brand name: bd nexiva¿ diffusics¿ closed IV catheter system.

Event description:
It was reported with the use of the bd nexiva¿ diffusics¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
In response to the event reported by the facility a device history report was conducted for lot number 8025987. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of nexiva was manufactured march2018, and this is the only instance of a defective tubing being identified in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. The device submitted by the facility for testing was subjected to leakage testing, however bd engineers were unable to identify any sign of a breach in the device. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our investigation. Bd will continue to track and trend for this issue. Based on the risk priority number and trend not confirmed, no CAPA was opened since this issue could not be confirmed as manufacturing related.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.